Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had a trial 4-5 weeks prior to the report. It was noted that the first 8 hours were wonderful and great ¿ the patient felt the floor as he had tingling sensation with diabetic neuropathy in the feet and legs and was able to get rid of that pain and back pain. However, the patient then developed a horrible migraine that went over the course of 4 days. It was noted that the patient had a cerebrospinal fluid (csf) leak. The system was taken out after 4 days. A blood patch was done where they injected blood into the spinal column. The reporter noted that the health care professional used a larger needle and that was what created the hole where the patient needed a blood patch. The patient noted that he did not want one bad situation to taint how great the outcome was. It was noted that the patient still wanted to put the permanent unit in but was waiting to hear from the health care professional. The patient noted that he was able to feel so many good things with the trial. It was noted that the patient was going to see the health care professional on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.